Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure no picture - camera will not come up correctly is due to electrical/electronic component problem identified-the performance of an electrical or electronic component was found to be inadequate. The most probable cause of this complaint is traced to component failure-expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the broncho videoscope exhibited no image. The issue occurred during inspection for use. There was no patient involvement.